Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) found the customer reported that the backup battery had a short power supply time. It is recommended that the customer replace the new backup battery. After the replacement, the test must meet the factory requirements before it can be used. After the replacement of the backup battery, the function test is carried out according to the factory's specified requirements. After the test meets the factory requirements, it is delivered for use.

Event description:
It was reported that during routine inspection, the cs300 intra-aortic balloon pump (iabp) customer reported that the backup battery of the equipment was not fully charged, and the ac power disconnection support time was not long, so the backup battery needed to be replaced. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.